Event description:
It was reported that during a low anterior resection, the surgeon placed the device on the distal sigmoid colon, waited 15 seconds and fired the device. There was a 8mm gap in the center of the staple line, there were no staples on one side. A different device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.